Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. As a resolution, technical support confirmed the cartridge alarm and decided to replace the pump, which was noted to have issues with consecutive cartridges.